Event description:
It was reported that preoperatively, the indigo attachment was heating within 1 minute of usage. Handpiece was running at 60000rpm and forward mode. Customer was using manual irrigation. There was no patient involved.

Manufacturer narrative:
H3: analysis found attachment cosmetically ok. Not able to confirm reported fault. Not able to insert tool in attachment. Bearings are broken and corroded. Not able to perform pre repair temperature test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.